Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for low inspiratory pressure and high temperature. During the evaluation of the device at the manufacturer¿s service center, the sponge of the air inlet path assembly was observed to be peeled off partially when contact with the intake of the blower and a failure in air intake. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's air inlet path assembly needs to be replaced to address the issue. The device was scrap.

Event description:
The manufacturer received information alleging a ventilator was alarming for low inspiratory pressure and high temperature. There was no harm or injury reported. During the evaluation of the device at the manufacturer¿s service center, the sponge of the air inlet path assembly was observed to be peeled off partially when contact with the intake of the blower and a failure in air intake. The manufacturer¿s investigation is ongoing. A follow up report will be filed when the investigation is complete.